Manufacturer narrative:
Concomitant medical products: sedr01 ipg implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were "cut while cleaning out the pocket during a generator change". When checked via the analyzer, both leads were undersensing. Both leads were capped and replaced. No patient complications have been reported as a result of this event.